Event description:
During the ventricular tachycardia (vt) procedure, the tacticath se was unable to be located within the geometry. All other catheter were able to successfully be located. The amperee and tactisys were power cycled, and attempted to run the catheter through the cim instead of the genconnect, but the issue persisted. The catheter was exchanged for another tacticath se but the issue remained. The catheter was then exchanged for a flexability catheter but there was no change in the catheter location. All catheters were able to be located except the ablation catheter. The physician was certain from fluoroscopy that the ablation catheter was in the apex even though it was not locating within the precision geometry. At this point the procedure was cancelled. The patient's clinical vt had been successfully terminated as the initial tacticath se was locating fine for most of the procedure. There were no adverse patient consequences due to this issue.

Manufacturer narrative:
Investigation of the complaint device curve d-f, tacticath sensor enabled contact force ablation catheters was performed. Electrodes 1-4 and the magnetic sensor met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.